Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 500 mg/dl. Customer was advised to clear the alarm. Customer manually primed and insulin came through. Customer successfully primed the pump and inserted the infusion set. Customer programmed a 0.5u bolus instead of a 0.5u fill cannula. Customer was assisted with suspending bolus as further clarification was needed as to why the bolus had been programmed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.